Manufacturer narrative:
Result: auxiliary power cord was missing a prong, main power cord's power prong was loose.

Event description:
It was reported by service report that there is intermittent power. No pt involvement or adverse consequences are reported.